Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 9 months. The replaced segment of the percutaneous lead (driveline) was returned for evaluation. The evaluation is not yet complete. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the clinic on (B)(6)2018 with a driveline fault alarm that began at approximately 18:30 the day prior. The patient was reported to be asymptomatic. Device interrogation showed no other abnormal alarms or pump parameters; however, it was observed that the white jacket on a segment of the patient¿s driveline where rescue tape had been applied previously, had broken in half completely and the wires were exposed underneath. A distinct area where the metal braiding was broken down was visible. The customer applied rescue tape to the damaged sections of the driveline and the patient¿s system controller was exchanged. The manufacturer's technical service representative reviewed the submitted log files for the two system controllers that had been in use and indicated that the driveline fault events appeared to be due to issues with the driveline as the two system controller log files showed a similar trend with the log file driveline data. The driveline fault events did not interfere with pump operation. X-ray images submitted for review showed some shield separation near a previous clam shell repair. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed per the customer¿s request. On (B)(6) 2018, during a follow-up clinic visit for assessment following the driveline repair, device interrogation revealed additional driveline fault alarms after the repair. Log file analysis completed by the manufacturer¿s technical services representative revealed 21 driveline fault alarms taking place from (B)(6) 2018. The customer planned to continue to monitor the patient¿s driveline for further degradation. No additional information was provided.